Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Patient's mother was advised to continue to monitor when she is getting the signal loss. Patient's mother stated that the issue occurred when the patient was sleeping and may have possibly may have bumped it. Patient's mother was advised to remove other bluetooth application. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.